Manufacturer narrative:
Establishment name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope had a foreign material that was protruding from the metal plate behind the forceps elevator. It is mobile and will retract behind the metal plate. It appears to be a rubber sealant that came apart from behind the metal plate. The channel check also passed. This issue was first noticed after reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. The foreign object was determined to be ke-45 (adhesive). However, the root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). This may prevent the occurrence of residual foreign matter. Chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection, and sterilization procedures. In addition, when checking the contents of the instruction manual for the actual product, the following was found, which may prevent physical damage from occurring. Warnings and cautions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.